Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the door switches were tested and found to function as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'doesn't detect door open' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an open door. The reported problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.